Event description:
A leak was reported to have occurred at the injection site of a flow regulator set. The leak occurred during infusion of lipidic solution. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. However, two retention samples were evaluated. Visual inspection was performed and revealed no unusual issues. Pressure testing was performed with air being passed through the samples and by immersing them under water and no leaks were identified. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.